Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-17449. It was reported the pt was experiencing intermittent burning/heating sensations at his scs lead site and along the lead wire. It was also reported the pt was experiencing intermittent pulling sensations along the lead wire. Additionally, it was reported the issue worsened with physical activity and it is unk whether or not the issues improve without stimulation as the pt uses stimulation at all times. Moreover, it was reported x-rays identified a slight lead pull from the scs ipg header. Follow-up identified the pt underwent exploratory surgery during which fluid intrusion for both the lead and ipg were confirmed. Subsequently, the pt's entire scs system was explanted and replaced.